Manufacturer narrative:
Conclusion summary: scope has no image and no light output due to moisture inside the handle housing. Crush in shaft 172mm from distal tip. Elongated angle cover. This event is filed under internal complaint ID_(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It's been reported: no light no image when you plug it in and it will not fully deflect when you put the lever at a lower position. No death or (unanticipated) serious deterioration in state of health reported.